Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (concentration and dose unknown) via an implanted pump for spinal pain indications. It was reported 'I just got a refill, just recently, and I told the doctor that something was wrong with my pump because it keeps on cutting me off at 91% and it didn't do that today. It's almost like it's confusing me. After I told him it was happening, it got to 100% real fast, and just recently whoever is controlling this started slowing it down again over these last few days and then today it cut me off again. I need my medication but the problem is it's not taking me all the way to 100%. It's dropping me off at 91% and says it was successful but it's not taking me to 100% so I'm not getting the full bolus. I told him this has been happening a lot. It feels like someone is doing it on purpose. I'm in a lot of pain. I don't feel like my medication is working. If I'm not getting the full 100% of my medication, it won't do me any good because I need the full amountof medication.' The patient reported 'it takes a long time to where I'm thinking in my mind that I need my medication and then it decides to say bolus successful. That's how I know someone is playing with it because of how it's doing that - they know what I'm thinking.' When agent inquired event date, patient stated 'it was doing that before I saw my doctor for a refill and then it started slowly like it was going to play with me again, and then today was the first day it stopped at 91% again.' Agent assisted the patient in connecting to their pump. The patient confirmed they were able to bolus a couple hours ago. While on the call, patient stated they were seeing '1 hour and 51 minute lockout, 5 boluses left today, max activations 8 boluses per day,' which patient stated appears consistent with the boluses they've requested today. The patient was concerned about their handset and pump were being hacked because the percentage hangs at 91% for 'awhile' and sometimes the screen seems to go directly from 91% to 'bolus started' without the pati ent seeing 100% in between. Because of this, the patient was concerned they were not getting their full bolus and someone was purposefully hacking in and slowing down their connection. It was noted the patients doctor's office was closed when they tried calling earlier this morning, but would be calling their doctor again as soon as they were open to discuss the issue. It was reported the patient was in pain and did not need someone to play with them. Agent reviewed pump/ptm functionality and recommended the patient keep a manual log of when they request/deliver a bolus and corresponding boluses left. Then the hcp could pull reporting to compare the information to the pump record.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.